Event description:
It was reported that (B)(6) infusion pump - pump had air in the line per facility, during testing. No patient or clinician injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. During visual inspection, it was noticed that sticker seal was missing. During functional testing (as per procedure), the reported problem was duplicated. Root cause was found to be a faulty air detector; air detector was dented. Air detector was replaced.